Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
According to available information, repositioning of pump. No other adverse patient effects were reported.